Manufacturer narrative:
This report is being submitted to report both corrected and additional information.the corrected information is that the h6 device code was previously reported as 1260 - fracture. That is incorrect. It is now being correctly reported as 3026 - unintended movement. The screw was not returned and the reported event could not be verified. Based on the evaluation, screw malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR could not be reviewed for the screw since the lot number was unknown. Complaint history could not be reviewed for the screw since lot/item reference number was unknown. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reported that the dental screw loosened and was replaced. Tooth location 13.